Manufacturer narrative:
Correction: d4. Lot #: sm188362. Primary UDI #: (B)(4). H3. Yes. H4. Device manufacture date: 11/06/2024. H6. Investigation findings: 3207, 3243. Investigation conclusions: 61. Device evaluation: visual inspection of the set screw presents abnormal wear marks on the underside with deeper radiating marks all along the circumference. This wear pattern is typically seen in screws that backed out. This could indicate excessive or unintended motion between the rod and set screw contact surfaces and improper normalization of the set screw to the rod. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Intraoperative management: final tightening of set screws: all set screws must be tightened using the appropriate instruments (e.g., torque handle, final driver, and counter torque) as indicated in the surgical technique guide. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent a spinal surgery on (B)(6) 2025. Postoperatively, it was reported that a set screw had backed out. Revision surgery occurred on (B)(6) 2026 to remove the construct.